Event description:
It was reported that, "surgeon removed a ceramic head and liner from pt. The head was very worn and the liner was cracked around the rim".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2009-00652.